Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of system error 3 alarm is confirmed. The returned power supply was found inoperable. No voltage outputs were present during testing along with a blank display. The root cause of the power supply voltage output failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 alarm while on patient. The rn reported that the pump had been running fine when the alarm occurred. The rn stated that he has reset the alarm, and attempted to resume pumping, but the alarm went off immediately again. As a result, the pump was quickly swapped out. The 2nd pump is running and supporting the patient as expected. The rn reported no harm to the patient. There was no report of patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 alarm while on patient. The rn reported that the pump had been running fine when the alarm occurred. The rn stated that he has reset the alarm, and attempted to resume pumping, but the alarm went off immediately again. As a result, the pump was quickly swapped out. The 2nd pump is running and supporting the patient as expected. The rn reported no harm to the patient. There was no report of patient complications.